Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined. One photo, one video, and one q-syte connector were provided for investigation. The video confirmed a leak, and a functional test of the returned sample revealed a column tear in the septum. A column tear can be attributable to both manufacturing damage and damage that can occur during use. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd q-syte closed luer access device leaks at the connection. The following information was provided by the initial reporter, translated from chinese to english: in the use of connector 385100 the next day, found that there is a leakage of fluid and blood at the connection between the infuser and the connector, the patient did not comply, the nurse took a video of the product to give, the sample can be sent back, hope to pay for two connectors, and give the letter of reply with the red seal after the inspection.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed; however, the root cause could not be determined from the photo and video that were provided for investigation. The video showed a q-syte connector with evidence of a leak; however, the submitted video did not contain enough information to identify a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.